Event description:
The customer reported that the companion 2 driver exhibited multiple external and emergency battery alarms while supporting a pt. The pt was switched to the backup driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it would not prevent the companion 2 driver from performing it's life--sustaining functions. The companion 2 driver has a redundant, alternate power source for external wall power. An investigation will be conducted by snycardia, and the results will be provided in a supplemental MDR.